Manufacturer narrative:
The pipeline flex with shield device has not been returned. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Suspect medical device brand name: pipeline flex with shield technology, model number: ped2-500-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield did not open. The patient was undergoing flow treatment of a saccular right posterior communicating artery aneurysm. The aneurysm had previously been coiled. The vessel was minimal tortuous. The reported device and ancillary devices were prepared as indicated in the instructions for use. It was reported that during the procedure, the pipeline flex with shield was deployed and did not open on the distal end. No other information provided. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex with shield was returned within its inner pouch; inside of a sealed bio-hazard bag and a shipping box. When compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the customer report of "failure to open at the distal end" was not confirmed. The event cause could not be determined as the distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and moderately frayed. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. Possible cause includes patient tortuous anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.